Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented a stored electrogram via merlin at home showing post-paced t-wave oversensing on the ventricular lead during which the patient did not receive inappropriate therapy. Programming changes were made.